Event description:
Edwards was informed that a pericardial patch was received by the customer in an unusable condition. As reported, "plastic pot containing patch cracked and leaking through the cardboard packaging."

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A lot review was conducted at (B)(4) and there are no other devices within this product work order that have been reported. The device is currently en route to our facility in the u.s. For evaluation. Therefore, the evaluation results are not available but will be provided on a follow up report to be submitted after the evaluation has been completed. No pictures of the device are available and no further description of the damage to the product packaging has been provided. It is assumed that the damage to the product packaging occurred prior to receipt by the customer. The customer used directions included in the instructions for use (IFU), did not use the product and notified edwards.

Manufacturer narrative:
Engineering evaluation summary: customer report of cracked jar was confirmed. Received the patch in a plastic bag. Glutaraldehyde solution leaked out from the bottom of the jar and was visible in the plastic bag. Multiple cracks were observed at the bottom end of the jar. Approx 80% of glutaraldehyde solution remained inside the jar. The shrink seal was also intact. Additional manufacturer narrative: engineering conducted additional testing and concluded with the following: a model 4700 pericardial patch and its jar was returned and evaluated by engineering. As reported, the plastic jar containing the patch cracked and was leaking through the cardboard packaging. It is unknown when the breakage occurred, and it was reported to be a slow leak in the packaging. The jar and the patch were received in a plastic bag. There were multiple cracks observed at the bottom end of the jar. Approximately 80% of glutaraldehyde solution remained inside the jar. The shrink seal was also intact. Based on the evaluation done by engineering, the root cause of the cracked jar cannot be conclusively determined. It is likely the jar was dropped on its base from a minimum height of two (2) feet. Drop tests demonstrated dropping the same model jar in its shelf box at a height of two (2) feet yielded similar cracks to those observed in the returned jar. The jar in the drop test was filled with water to simulate glutaraldehyde and when the jar was cracked, water leaked inside the packaging. This result is similar to the reported slow leak in the packaging. Per preliminary packaging procedures, each jar undergoes a 100% visual inspection to ensure there are no leaks from the jar. A DHR review confirms that the jar for s/n (B)(4)passed all inspection points for product release. Based on the available information, no corrective action will be taken as this event does not appear to be manufacturing related. The IFU states that pericardial patches from containers found to be damaged, leaking, without adequate glutaraldehyde, or missing intact seals must not be used for human implantation.